Event description:
The customer felt that insulin leaked in the reservoir compartment because she can smell the insulin and her blood glucose reading is 349 mg/dl. The customer also felt that the insulin pump was not delivering insulin. The customer declined to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.